Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident and was treated by syringe. The customer stated that they already change a new battery however, nothing happened. The customer informed that this happen all the times after inserting a battery they get a blank display. The customer stated that the contacts on the battery cap were not missing or damaged. The customer stated that the display returned. The insulin pump was already working after putting back the battery cap. The device will be returned for analysis.